Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown.

Event description:
It was reported while the doctor was unsheathing the filter, the apex turned upside down and pointed caudally. The doctor adjusted the filter and it deployed it in the lt. Iliac. It was also tilted approx. 30 degrees. The intended site of placement was the vena cava below the renals. There was no patient injury reported.